Event description:
It was reported that this lead was capped due to loss of capture (loc) and high pacing thresholds it was suspected an insulation failure but it was not confirmed. A new lead was successfully implanted. No additional adverse patient effects were reported.